Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) experienced a needle that would not retract. The following information was provided by the initial reporter: material no: 382544. Batch no: 0198337. Started IV, needle from acgiocath. Would not retract.

Manufacturer narrative:
H.6. Investigation: bd received a 18 gauge insyte autoguard blood control unit from lot 0198337 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the barrel/grip of the device was deformed near where the needle hub stopped inside of the barrel. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the observed damage to the grip would hinder the retraction of the needle. This type of damage can occur during the manufacturing process due to a misalignment between the unit and the manufacturing equipment.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) experienced a needle that would not retract. The following information was provided by the initial reporter: material no: 382544, batch no: 0198337. Started IV, needle from acgiocath. Would not retract.